Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual samples upon receipt were a misago 2 and a slenguide. [Misago 2]: visual inspection of the actual sample obtained following results. The stent had been exposed from the distal end of sliding part. The lock of thumbwheel had not been released. Magnifying inspection of the sliding part (where the stent was mounted) of actual sample obtained following results. The stent had been moved forward approximately 3.0mm and had been exposed. The sliding part had been moved approximately 3.0mm toward the hand side. No anomaly such as deformation was found in other sections. Magnifying and electron microscopic inspections of the distal tip of actual sample found that it had been abraded. Therefore, it was inferred that some hard object (e.g. Deformed section of the slenguide) came into contact with the involved section. Magnifying inspection of the fixed part of release wire of the actual sample did not find any anomaly such as deformation. Magnifying inspection of the distal shaft and intermediate shaft of the actual sample did not find any anomaly such as a kink. X-ray fluoroscopic inspection of the release wire of actual sample did not find any anomaly. X-ray fluoroscopic inspection of the handle of actual sample did not find any anomaly in the winding condition of release wire, and the actual sample was not clicked. After inserting a factory-retained 0.035" guidewire into the actual slenguide, the actual sample was inserted into the slenguide through the guidewire. As a result, the exposed section of stent got caught inside the hub of slenguide, making it impossible to insert. [Actual measurement]. Outer diameter of the exposed section of stent of the actual sample: approximately 2.90mm. Outer diameter of the sliding part (where the stent was mounted) of actual sample: approximately 2.07mm. Inner diameter of the actual slenguide: approximately 2.20mm. The actual sample was disassembled, and electron microscopic inspection of the sliding part (where the stent was mounted) was performed. Following results were obtained. The distal part had been abraded. No anomaly was found in other sections. As mentioned above, since the distal part of sliding part had been abraded, it was likely that some hard object (e.g. Deformed section of the slenguide) came into contact and got caught with the involved section. The involved product is originally designed so that when releasing the stent, the sliding part (stent sheath and cover sheath) are retracted into the intermediate shaft (non-moving part), allowing the stent to be released. Regarding this event, based on the circumstances, it was inferred that the distal end of actual sliding part got caught in the combined slenguide for some reason. In this state, pushing force was applied to the actual sample, the non-moving part (inner shaft) moved forward, and the stent was pushed out and partially exposed. To confirm the above, the distal end of sliding part of factory-retained misago 2 was trapped with a restraining band, and pushing force was applied to misago 2. As a result, the inner shaft (non-moving part) moved forward, and the stent was partially exposed from the sliding part. At that time, the sliding part was slightly pulled into the intermediate shaft (non-moving part), and the position of the distal end of sliding part was displaced toward the hand side. No anomaly was found in the manufacturing record and the shipping inspection record of the actual sample. No other similar report from other facilities was found in the past complaint file of the product with the involved product code/lot number. [Slenguide]: visual inspection of the actual sample obtained following results. It had been kinked at approximately 130mm and 430mm from the distal end. It had been crushed at approximately 435mm and 795mm from the distal end. Based on the reported issue, it was likely that the actual sample was kinked crushed when it was removed. No anomaly was found in other sections. Magnifying inspection of the kinked and crushed sections of the actual sample did not find any anomaly such as a scratch that could lead to the kink and crush. X-ray fluoroscopic inspection of the entire length of actual sample found that the lumen had been narrowed at the kinked and crushed sections. No anomaly was found in other sections. An attempt was made to insert a factory-retained inner guide into the actual sample. Although strong resistance was felt at the crushed section at approximately 130mm from the distal end, it was possible to insert it over the entire length. After inserting a factory-retained 0.035" guidewire into the actual sample, a factory-retained misago 2 was inserted into the actual sample through the guidewire. It was possible to insert without resistance over the entire length. The outer and inner diameters of the actual sample (normal sections) met the factory's specifications. No anomaly was found. The manufacturing record and the shipping inspection record of the product with the involved product code/lot number were investigated. No anomaly was found. The past complaint file of the product with the involved product code/lot number was investigated. No anomaly was found. Based on the investigation result, it was confirmed that the outer diameter of sliding part (where the stent was mounted) of misago 2 met the factory's specifications and no anomaly was found. In addition, no anomaly was found in the lumen of slenguide. As a possible cause of this case, the following mechanisms were inferred. However, it was not possible to clarify the cause of occurrence. When misago 2 was inserted into slenguide, the distal end of the sliding part of misago 2 came into contact with some hard object (e.g., the deformed section due to temporary compressive force being applied to slenguide) and got caught in it, and it was not possible to pass through. In the state of pushing force was applied to misago 2, and the non-moving part (inner shaft) moved forward, and the stent was pushed out and partially exposed. At that time, the sliding part was slightly pulled into the intermediate shaft (non-moving part), causing the distal end of sliding part to displace toward the hand side. Regarding the cause of temporary compressive force being applied to slenguide. Relevant IFU reference: "preparation of the stent system 2-5: if you see a gap between the sliding part and the distal tip, move the sliding part to eliminate the gap. Precaution: stop using the stent system immediately if the gap cannot be eliminated by moving the sliding part. (This could cause adverse events, such as vessel damage.)" "Do not advance the stent system by force if you feel any resistance during insertion." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the involved product was inserted into a slenguide from the left radial for the treatment of r-eia. However, a lot of resistance was felt, and it was not possible to deliver from the middle of the slenguide forward. Since the stent became crushed during the delivery and pushing/pulling phase, use of the involved product was discontinued. The new slenguide and misago were opened and combined them to insert. It was delivered without resistance, and the subsequent procedure was completed successfully. There was no harm to the patient. The procedure was completed successfully. The patient was not harmed, and no piece of the product remained inside the patient's body.